Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reportedly received the following results on the mobile system within 10 minutes: 475 mg/dl and 45 mg/dl. No adverse event reported. Alleged test cassette has been discarded. Requested return of suspect device for evaluation.